Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having many under sensing episodes which were being marked as pauses. Programming changes were suggested. The patient missed a follow-up scheduled on (B)(6) 2018 and patient was rescheduled for (B)(6) 2019. The patient is stable.